Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted on (B)(6) 2016, the rv pacing impedance rose to 779 ohms and then 1273 ohms on (B)(6) 2016, up from a trend in the 532-646 ohm range. There were no episodes collected in save to disk data.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable pacing threshold values and high pacing impedance, which had increased rapidly. The rv lead was abandoned and replaced. No patient complications have been reported as a result of this event.